Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, serial# (B)(4) implanted: (B)(6) 2010, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had aproblem on the tubing of the pump and it had already been "figured correctly" by their doctor. No further information was available. No further issues were reported or anticipated.